Event description:
The orsiro drug-eluting stent system was chosen for the treatment of a calcified lesion in the rca. During lesion crossing resistance was felt and therefore the orsiro stent system was removed from the patient's body. After withdrawal a stent deformation was detected.

Manufacturer narrative:
Neither the complaint instrument nor the angiographic material was returned for analysis. Therefore no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be identified.